Manufacturer narrative:
(B)(4). Similar reports have been received for the reported problem. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump where the "unit is not holding or getting a charge." It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.92.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition where the battery won't charge was confirmed and reproduced during product evaluation. The assignable cause was a blown 4 amp fuse. The 4 amp fuse was replaced to correct the reported condition.